Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not being careful when performing therapy. On the same day as the onset, the patient was hospitalized for the peritonitis event. Approximately two weeks after the onset, the patient was discharged from the hospital. Treatment for the peritonitis included unknown intraperitoneal (ip) antibiotics during hospitalization and unknown oral antibiotics after the patient was discharged (for one week). Dianeal and extraneal therapies were ongoing and the patient was recovering from the peritonitis.